Manufacturer narrative:
The customer reported that the bsm (bedside monitor) screen is completely black but is still sending waveforms to the central monitoring station. The customer asked for part numbers so he could repair the device himself. He was transferred to customer service. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the bsm (bedside monitor) screen is completely black but is still sending waveforms to the cns (central monitoring station).